Event description:
(B)(6) home health nurse reported curlin pump saying system timeout. Nurse turned pump on and off and replaced duracell batteries. Pump turned back on and reported lithium battery issue. Reported not having ac adapter on-hand. Nurse confirmed that she had gravity supplies on-hand and will perform infusion via gravity via port a cath infusion. Fabrazyme indication: fabry ((B)(6)) disease. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.